Manufacturer narrative:
The device was returned to olympus for inspection where the reported event was identified. Based on the results of the investigation, the root cause was not identified. Insulation beak failure is mechanical component problem, but the cause of insulation beak failure could not be determined. The most likely cause is impact, dropping, shock or similar stress. Labeling: this issue is addressed in the instructions for use (IFU): in IFU "chapter 4.1 inspection and testing", ¿warning risk of injury¿ lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.¿ (instruction manual_a22040a.pdf). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the sheath exhibited the ceramic tip had a missing part. There was no patient involvement.